Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024, and suture was used. During the surgery, when the surgeon applied the second stitch on a blood vessel, the surgeon noticed that the suture had been broken already. Suture method was continuous suture. There were no adverse consequences to the patient. Further details are not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/24/2024. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received two needle suture pieces that pertain to the product code 8522h. This product code is double-armed. During visual inspection of the returned sample, the end of the suture pieces was noted to be cut, probably caused by a surgical instrument. In addition, the functional test was performed in a suture piece using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.